Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 30026778l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant products: non-biosense webster, inc.: st. Jude medical/ brk transseptal needle; non-biosense webster, inc.: st. Jude medical sl1 8.5 french sheath; lasso catheter, us catalog #: unknown, lot #: unknown. (B)(4)

Event description:
It was reported that a (B)(6) male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter suffered cardiac tamponade requiring pericardiocentesis. During mapping phase, the patient¿s blood pressure dropped. Cardiac tamponade was confirmed by intracardiac echocardiography (ice). Pericardiocentesis yielded 925cc of fluid. The patient was reported to be in stable condition. Overnight stay was required for observation purpose as the patient had a pericardial drain in place overnight. Patient outcome is fully recovered with no residual effects. Patient¿s anatomy was cited as a factor that might have contributed to the event. Physician is unsure on if the cause of the adverse event was related to the procedure or patient condition. Transseptal puncture was performed with a st. Jude medical/ brk transseptal needle and a st. Jude medical sl1 8.5 french sheath. Generator was not in use. No ablation was performed. Patient received anticoagulant (heparin 7500 units) during the procedure with activated clotting time (act) of 300-350 seconds. There is no information regarding shaft proximity interference value. Thermocool® smart touch® sf bi-directional navigation catheter was in close proximity to the lasso catheter. Thermocool® smart touch® sf bi-directional navigation catheter was zeroed after the initial warm-up phase post catheter connection to the carto® 3 patient interface unit (piu). The carto 3 system did not indicate to re-zero the catheter. There were no issues or errors reported on any biosense webster, inc. Products or equipment during the procedure.

Manufacturer narrative:
Investigation summary: it was reported that a 48-year-old male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter suffered cardiac tamponade. During mapping phase, the patient¿s blood pressure dropped. Cardiac tamponade was confirmed by intracardiac echocardiography (ice). Pericardiocentesis yielded 925cc of fluid. The patient was reported to be in stable condition. Overnight stay was required for observation purpose as the patient had a pericardial drain in place overnight. Patient outcome is fully recovered with no residual effects. The device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested and it was working properly, the force values were observed within specifications. Then, the electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation and deflection test were performed and it was found within specifications, the catheter was irrigating and deflecting correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster inc. Failure analysis lab received the device for evaluation on 8/2/2018. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref no: (B)(4).